Event description:
During a rotator cuff labral utilizing the dyonics 25 control unit, it was reported that the patient had a lot of fluid build-up in the shoulder which resulted in time spent in the ICU. The surgery lasted approximately 3 hours. A backup device was available.

Manufacturer narrative:
Device evaluation: one dyonics 25 control unit, part number 7211010, serial number (B)(4) and one dyonics 25 inflow only tube set, part number 7211004 were received and evaluated. The reported complaint could not be confirmed. The control unit was visually inspected and appears to be in average condition. No internal or external damage was found. Functional testing was performed using a standard test bench that is equipped with all necessary system accessories. Unit powered up in default mode of 60 mmhg, 2.5 liters per minute, and high flow cannula, which would indicate that no custom setting have been programed. Unit was tested to the requirements of the manufacturing and service process, and was found to meet all functional acceptance criteria. A review of the device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was released for distribution on or about 7/8/2010, no factory service history was found. The dyonics 25 inflow only tube set was visually inspected and found to meet all current specifications. Additional system testing was performed with the control unit and tube set paired together, proper function was confirmed at 60 mmhg and 150 mmhg. The complaint investigation has concluded that no problems in function, materials, or workmanship, have been found for either device. (B)(4).